Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer. H3: analysis of the 97745 programmer (ptm) (serial number (B)(6)) revealed that lithium-ion battery contacts broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the battery went out on the controller and the controller is blank and unresponsive since saturday. Walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powers on. Patient put the battery back in and confirmed green light was not flashing. Patient unplugged the controller from ac power and the screen went blank. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back on (B)(6) 2024 stating they got the new controller and when they put the battery pack into it the controller said it was dead or it could not recharge it (agent understood it could not charge the ins). Pt plugged the controller into the ac power supply and it said it could not. During call verified the message they were getting was battery empty cannot continue recharge the controller; pt had the controller plugged into the ac power and it was not recharging for there was no light above the screen. Pt examined the controller battery and noted one of the pins was bent and cracked. Patient called back on (B)(6) 2024 and mentioned they were trying to set up the new controller. Patient mentioned they were able to figure it out and set up the new controller while patient was on hold while agent was pulling up patient's inform ation.